Manufacturer narrative:
This report is submitted on 10 february 2021.

Manufacturer narrative:
This report is submitted on august 7, 2020.

Event description:
Per the clinic, the device was explanted (B)(6) 2020, and was reimplanted with a new device on the same date.

Manufacturer narrative:
It was reported the patient experienced infection and was treated with oral and topical antibiotics. This report is submitted on 10 september 2020.